Manufacturer narrative:
The technician adjusted the siderail latch cover to repair the bed.

Event description:
Information received indicates the siderail latch cover is preventing the siderail from latching.